Manufacturer narrative:
Product investigation summary: the 2.5mm drill bit (part 310.23 / lot unknown) was returned and reported to have broken during surgery. This complaint condition was likely caused by a collision with another implant; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. A 3.5mm/2.5mm double drill sleeve was returned as a concomitant device without an alleged complaint condition, and therefore an investigation will not be performed on this device. The 2.5mm drill bit is an instrument routinely used in the locking calcaneal plate instrument and implant sets. The distal end of the device is lodged in the returned 3.5mm/2.5mm double drill sleeve. The sheared fracture surface of the drill bit is visible at the proximal end of the drill sleeve. It is likely that a collision with another implant as reported in the complaint has led to this complaint condition. The balance of the returned device that is visible appears to be in worn condition and shows significant wear along the cutting edges. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. It is likely that a collision with another implant as reported in the complaint has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender and weight not available for reporting. Additional product codes ¿ gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 2.5mm drill broke after making contact with a 3.5mm cortex screw from an adjacent plate (unknown if it was a medial or lateral plate). This occurred when drilling an independent lag screw for a proximal tibia plateau procedure. The distal tip of the drill became wedged and stuck in the drill guide. There were no fragments generated from the breakage, therefore no fragments entered the wound. X-rays were taken intra-operatively that were not related to the drill breakage. There was a one (1) minute surgical delay. Medical intervention was not required. The procedure was completed successfully. Concomitant device reported: drill guide (part # 312.280, lot # 8881461, quantity of 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.